Event description:
Non-specified repair request initiated for device. Report escalated to complaint due to return within 90 days of repair or sale. No patient impact reported. No additional information was available on follow-up.

Manufacturer narrative:
Comments: the device has not been returned for evaluation. No additional information was available despite numerous attempts. This event is being reported due to the inability to rule out a malfunction that may result in a patient injury. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."